Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection for diverticulitis procedure, while the colon was re-sectioned with a reload, the staples were malformed. The staples fell into the patient cavity because not all staples went into tissue. The surgeon said some over crimped staples could have punctured the anastomoses. A leak test was performed to resolve the issue.